Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, patient was having slightly faded view in the left eye. The doctor says it was due to dust deposit on part of the lens and will require cleaning which he says he would perform a few months after.

Manufacturer narrative:
Correction information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient was having slightly faded view in the left eye. The doctor says it was due to dust deposit on part of the lens and will require cleaning which he says he would perform a few months after.